Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed elevated blood glucose at 280 mg/dl on the ilet system, trending down to 240 mg/dl during the call, and expressed concern that the pump was not working despite no alerts and documented insulin delivery since a prior supply change; a missed meal announcement was suspected based on the absence of a recorded meal bolus in device reports while the user believed they had announced a meal. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued glucose decline during the interaction. Investigation included review of uploaded pump and cgm data and confirmation of infusion set status and recent supply change. Investigation of this case revealed no device alarms, no interruption in insulin delivery, and no infusion set manipulation, with findings consistent with a missed meal announcement rather than device or component malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, were the most probable cause.